Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2020-02375.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern) and a ruby coil. During the procedure, the physician placed two ruby coils into the target vessel using the lantern. Next, the physician advanced a third ruby coil into the target vessel; however, the physician was not satisfied with the placement of the ruby coil. While retracting the ruby coil to reposition it, the physician experienced resistance and subsequently, the ruby coil became stuck. Therefore, the physician removed the lantern containing the ruby coil. The procedure was completed using six additional penumbra coils and a non-penumbra microcatheter. There was no report of an adverse effect to the patient.